Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant products 5076-52 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient was near syncope. The right ventricular (rv) lead had high impedance, exhibited oversensing, and s howed pauses. The lead was capped and replaced. No further patient complications have been reported as a result of this event.